Event description:
It was reported that patient underwent a total hip arthroplasty on an unknown date. Subsequently, the patient underwent revision procedures on (B)(6) 2008 and (B)(6) 2011 due to unknown reasons. The modular head was removed and replaced during both procedures. Patient was further revised on (B)(6) 2014 due to instability. The modular head was removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2014-06960 & 08653).